Manufacturer narrative:
This is the same event as 3010536692-2016-00446 .

Event description:
Allegedly, patient was revised due to the following mom complications: shedding of metal debris, tissue damage, pain, and decreased mobility (left).